Event description:
It was reported that during a procedure, the articulating arm was unable to be tightened to maintain rigidity at the joint closest to the retractor. There was no report of adverse impact to patient or procedure. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive qa for evaluation; further, photographs were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury... Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.